Event description:
Patient draped and ready for surgery. Md placed disp. Uterine manipulator into cervix and used idml syringe to inflate retaining holding balloon. When md released the item, it didn't stay, upon removing it, md noted the balloon wouldn't hold air.